Event description:
During a routine shift check by a clinician, the device was unable to decrease the energy setting from 200 joules. Complainant indicated that there was no pt involvement in the reported malfunction.